Manufacturer narrative:
(B)(4).the sample was not returned. The root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) that during set up the degassing chamber was found cracked, broken and oversize for the degassing chamber holder. There was no patient involved.